Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. Event details leading to the iipv event was cut off in the event log. Therefore, the cause for iipv was undetermined as there was lack of evidence to make a determination. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 106 (night drain #6) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 06:35:04. This information meets increased intra peritoneal volume (iipv) criteria. No additional information is available.